Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2019-00006 for a similar event reported from the same customer.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation; visual inspection found shaven and non-shaven hair, skin, and foreign substance on the front pad, and there was also foreign substance, skin, and two pieces of non-shaven hair on the back pad. The adhesive/gel on both pads were not dry and were still able to obtain adhesion. Based on the visual inspection results and the fact that the adhesive was not dried and still able to adhere, this report has been attributed to poor contact of the electrode pads to the patient's skin. It's important to note that the instructions for use instructs the user to treat the patient's skin by clipping any excessive body hair that may compromise skin coupling. Analysis of reports of this type has not identified an increase in trend.